Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely physical stress was applied to the bending/insertion section while the user was handling the device, which damaged the electrical components, and resulted in the reported event. The event can be detected by following the instructions for use (IFU) which state: "-inspection of the endoscopic image" the event can be prevented by following the instructions for use (IFU) which state: "-perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing of the unit, intermittent flickering and noise image was discovered. In addition, leaks were discovered in the instrument channel and the forceps passage. The bending section had a dent and a failed ec (electrical conductivity) test. An ad (advanced diagnostics) test on the bending section was ¿dry¿, or no evidence of fluid invasion. There was a cut on the shrink tube and a dent on the insertion tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A customer reported that when plugging the evis exera iii bronchovideoscope into the processor, a static (noisy) image appears. The user suspects that moisture may have gotten into the scope and processor, causing the image issue. The issue occurred during preparation for use. There was no report of patient or user harm due to the event.